Event description:
It was reported that pericardial effusion (pe) occurred. The left atrial appendage (laa) was noted to be an interior chicken wing. A laa closure procedure was being performed using both transesophageal echocardiogram (tee) imaging and intracardiac echocardiogram (ice) imaging. Pre-procedure imaging confirmed there was a trivial pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system and a watchman access system (was). The was was advanced to the left atrium and a 5 french angled pigtail catheter was advanced to the laa into the wing to get the was properly positioned. A 31mm watchman flx closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. A contrast injection of the laa was performed and it was noted there was a gap in the wds, so the physicians decided they needed to come back more proximal. The 31mm wds was removed and exchanged for a 35mm wds which was inserted, advanced, and while still in the deployment phase it was noted the wds jumped or suddenly advanced while within the was when it was fully deployed. Imaging sweep was performed, and no pe was visualized. The wds was recaptured and the patient's heart rate started to quickly decline. A massive pe near the laa was found on imaging at this time. The wds was quickly repositioned and redeployed with good positioning and compression. A pericardiocentesis was performed and 3000 cc of fluid was removed and auto transfused. Cardiac function was restored, protamine was administered, and the closure device was implanted. The procedure was concluded, and the patient remained intubated overnight but then extubated in the morning and is stable and expected to fully recover. The patient was then discharged home. It was further reported that the patient also experienced cardiac tamponade during the pericardial effusion event. On (B)(6) 2025, the patient also had a device related hospital readmission.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade.

Event description:
It was reported that pericardial effusion (pe) occurred. The left atrial appendage (laa) was noted to be an interior chicken wing. A laa closure procedure was being performed using both transesophageal echocardiogram (tee) imaging and intracardiac echocardiogram (ice) imaging. Pre-procedure imaging confirmed there was a trivial pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system and a watchman access system (was). The was advanced to the left atrium and a 5 french angled pigtail catheter was advanced to the laa into the wing to get the was properly positioned. A 31mm watchman flx closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. A contrast injection of the laa was performed and it was noted there was a gap in the wds, so the physicians decided they needed to come back more proximal. The 31mm wds was removed and exchanged for a 35mm wds which was inserted, advanced, and while still in the deployment phase it was noted the wds jumped or suddenly advanced while within the was when it was fully deployed. Imaging sweep was performed, and no pe was visualized. The wds was recaptured and the patient's heart rate started to quickly decline. A massive pe near the laa was found on imaging at this time. The wds was quickly repositioned and redeployed with good positioning and compression. A pericardiocentesis was performed and 3000 cc of fluid was removed and auto transfused. Cardiac function was restored, protamine was administered, and the closure device was implanted. The procedure was concluded, and the patient remained intubated overnight but then extubated in the morning and is stable and expected to fully recover. The patient was then discharged home.

Event description:
It was reported that pericardial effusion (pe) occurred. The left atrial appendage (laa) was noted to be an interior chicken wing. A laa closure procedure was being performed using both transesophageal echocardiogram (tee) imaging and intracardiac echocardiogram (ice) imaging. Pre-procedure imaging confirmed there was a trivial pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system and a watchman access system (was). The was advanced to the left atrium and a 5 french angled pigtail catheter was advanced to the laa into the wing to get the was properly positioned. A 31mm watchman flx closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. A contrast injection of the laa was performed and it was noted there was a gap in the wds, so the physicians decided they needed to come back more proximal. The 31mm wds was removed and exchanged for a 35mm wds which was inserted, advanced, and while still in the deployment phase it was noted the wds jumped or suddenly advanced while within the was when it was fully deployed. Imaging sweep was performed, and no pe was visualized. The wds was recaptured and the patient's heart rate started to quickly decline. A massive pe near the laa was found on imaging at this time. The wds was quickly repositioned and redeployed with good positioning and compression. A pericardiocentesis was performed and 3000 cc of fluid was removed and auto transfused. Cardiac function was restored, protamine was administered, and the closure device was implanted. The procedure was concluded, and the patient remained intubated overnight but then extubated in the morning and is stable and expected to fully recover. The patient was then discharged home.

Manufacturer narrative:
H6 patient code added: cardiac perforation.